Event description:
Pt was being warmed via skin servo mode on a babytherm 8004 radiant warmer. The device was alarming because the set skin temperature was not achieved. It needed considerable time for the staff to realize the situation and to transfer the patient to another device and to continue the treatment. It was understood that the patient died 2 days after the event.